Event description:
It was reported the wake button is less responsive. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.